Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances and experienced a polarity switch. The lead impedances are now within normal range, and the lead remains in use. No patient complications have been reported as a result of this event.